Event description:
A pt reported experiencing inaccurate high results with a one touch meter. The pt's blood glucose results were 289 and 186mg/dl. Tests were done 10 mins apart. Pt did not experience any adverse event. No further info has been reported.